Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the image acquisition system (ias) would not allow 2d shots after boot up. After rebooting, the system was required to be rehomed via holding the m button down. On boot up, the system entered 2d mode but would not expose. The system was rebooted after which the rehoming procedure was required. After rehoming, the system would still not take 2d shots the system was rebooted again and again the rehoming procedure was required. After rehoming the system it would again not take any shots. A medtronic representative was called and the advise was given to disconnect the interconnect cable and shut down the system disconnected and wait 10 seconds before reconnecting and restarting. On this boot up, normal boot up was observed and exposure shots could be taken. The case proceeded without further disruption. The probable cause was that the interconnect cable was not correctly seated during the first boot up and may have caused the canbus network to go into fault mode. Until the correct shutdown procedure took place and the bus buffer purged, the system would remain in a fault condition. There was a surgical delay of less than one hour. There was no impact on the patient outcome.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. D10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000424, serial/lot #: (B)(6), ubd: unknown, UDI#: unknown, product ID: bi71000167, serial/lot #: (B)(6), ubd: unknown, UDI#: unknown f1908: delay of less than one hour f26: no patient impact g02004: cable g04096: panel g2: this event occurred in new zealand, see section e. H3, h6: the system was serviced in the field. The cable and panel were replaced. Codes b01, c13, and d02 are applicable. H6: the returned cable was analyzed. Visual inspection confirmed a missing umbilical harting connector cover. Codes b01, c07, and d02 are applicable. H6: the returned panel was analyzed. No failures were found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.